Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with a fingerstick blood glucose of 422 mg/dl after a recent infusion set change to a contact-style set; the user reported extensive scar tissue at infusion sites, which was considered a potential contributor. Investigation included technical support review of the event, review of device data, and user-directed corrective actions. Further investigation of this case revealed no device malfunction was identified and scar tissue at the infusion site was a possible factor. Symptoms included high blood glucose. Outcomes included customer support intervention with troubleshooting and education, guidance to perform another full supply change, and follow-up monitoring; glucose subsequently returned to the target range per device logs. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia with uncertain root cause and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.